Event description:
A lifescan rep reported that a user facility had obtained allegedly inaccurately high results on two surestep pro bedside units. On 8/5 at about 7am, a high reading was obtained on a pt (pt info not provided), on two bedside units. The pt was treated with intravenous insulin. At 7:30am a lab test was performed, result was 43 mg/dl. No report of treatment. At 9am, the pt was tested again on the bedside unit with a result of 223 mg/dl. Comparative tests on an accucheck meter and the lab were 100 mg/dl and 82 mg/dl respectively. At 11:25 on 8/7, comparative tests were performed on another pt using the bedside unit, accucheck meter and the lab. Results were 219, 188 and 223 respectively. Another hosp employee performed quality control tests on the unit and results were within labeled ranges. He noted that the unit was visibly stained with blood and smeared and that he had observed the nurse performing blood tests. He stated that he observed repeated oversaturation of the test strip.